Manufacturer narrative:
Method: the reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported reading was found in the meter's memory. In addition, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported receiving a reading of 107 mg/dl on his adc meter around 4 pm on (B)(6) 2013 which was lower than he felt and experiencing symptoms that were described as "really sick, felt nauseous, groggy and felt dehydrated". Customer denied self-treating. Customer was seen at a local health care facility, where a reading of 255 mg/dl was obtained on unknown brand hcp meter on the same day around 6 pm, customer was diagnosed with hyperglycemia and dka (diabetic ketoacidosis) and treated with intravenous insulin and unspecified intravenous fluids. It was further reported that customer was prescribed a different type of insulin which was a new, not previously prescribed, medication. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.